Manufacturer narrative:
Troubleshooting of the device with the customer identified that the user was not applying enough force when seating the battery pack. The user was able to set up the unit and it currently is operational and in the field.

Event description:
A customer reported that they could not get their new battery pack to stay in their AED. They reported that this did not occur during patient use.